Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with atrial fibrillation. Upon device interrogation, the right atrial (ra) lead exhibited high thresholds. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.